Manufacturer narrative:
The agent reported, revision surgery due to the patient was dislocated and needed to be revised. Male 46. Complaint has been evaluated and is similar to report number 509-02-032, s803 - dislocation, revision surgery. Surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to dislocation.